Event description:
It was reported that during anterior communicating artery aneurysm procedure, while using the subject guidewire to establish access, it got stuck in the microcatheter. It got adjusted with relatively high tension and during the process of withdrawal, the outer layer of the subject guidewire broke inside the microcatheter, while the core wire remained intact. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.